Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a patient with a 27mm aortic valve implanted 10 years, nine months, underwent valve-in-valve procedure due to aortic stenosis. The patient reports shortness of breath with light activity, sleeps with head up in a recliner, feels fatigue, and occasional dizziness, blurry vision and has intermittent le edema. He denies chest pain, palpitations, no syncope or near syncope. A 26mm valve was implanted inside the 27mm valve.

Event description:
Edwards received information that a patient with a 27mm aortic valve implanted 10 years, nine months, underwent valve-in-valve procedure due to aortic stenosis. The patient reports shortness of breath with light activity, sleeps with head up in a recliner, feels fatigue, and occasional dizziness, blurry vision and has intermittent le edema. He denies chest pain, palpitations, no syncope or near syncope. A 26mm valve was implanted inside the 27mm valve. The patient left the procedure room hemodynamically stable and neurologically intact. The patient was discharged on pod #1 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm aortic valve implanted 10 years, nine months, is being worked up for valve-in-valve procedure due to aortic stenosis. The patient reports shortness of breath with light activity, sleeps with head up in a recliner, feels fatigue, and occasional dizziness, blurry vision and has intermittent le edema. He denies chest pain, palpitations, no syncope or near syncope.